Event description:
Additional information was received from a healthcare provider (hcp) and consumer. It was reported the patient had a spine surgery (unrelated, "having cage put in spine") and the catheter was cut during surgery. It was noted by the hcp that it was not kinked. It was further reported it was in the way of the surgery and had to be removed.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath serial# unknown product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath , serial/lot #: unknown, ubd: unknown , UDI#: unknown h6. Device code: a1409 is no longer applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: j0056604r, implanted: (B)(6) 2000. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted infusion pump. It was reported that during a back surgery, 2 to 3 months ago, the hcp found that the catheter tip was bent and kinked so they replaced it.